Event description:
The customer reported that m4735a shows a mismatch for sync mark when hr> 140 at synchronized electrical cardioversion. After electrical cardioversion, the patient got ventricle fibrillation and therefore his pacemaker gave a shock at 26 joule to re-stabilize the heart.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.